Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC was inserted then the patient noted that the purple hub cap snapped off. The PICC was replaced. The patient did require an additional procedure due to this occurrence; another PICC inserted. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.